Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The suture was broken during use. There were no adverse patient consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage suture. It was received for analysis a paper lid, a suture piece and a winding former with two undispensed needle/suture and five detached needle and a needle/suture combination inserted in a pink sponge of product code y771d. During the visual inspection of the sample the suture piece, was observed cut appears to be by use of a surgical instrument. Also, the three needles/sutures combination were examined along of the strand and no defects, damaged or breakage suture were observed. In addition, a functional test was performed on the sample and the tensile force met the requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample.